Event description:
Part 9013s0032 separation of hub from the needle. During an emg, at the time of detection of the needle, mismatch of the needle with its plastic guard, responsible for an aes (aes = accident of exposure to blood, finger prick of the intern who was carrying out the examination).

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). No related capas. Review of device history record: the DHR for wo 640165 did not show any anomalies for the complaint including a review of all applicable measurements. All results documented on doc-011247 showed all separation results to be > 1.2kgf. Product examination: upon review of the returned product, the unused product was subjected to hub to colour cover separation testing (destructive) and on a sample of 11 needles - no failures noted. Impact to other product(s): there have been no other complaints on lot 15a/24/d for the same reasons within 12 months. From this investigation, the device history record review did not show any anomalies for the complaint including a review of all applicable measurements, the defect was not present on the unused returned product and no complaints for this issue have been received in the 12- month period.

Manufacturer narrative:
Follow up report 001 ref natus complaint#(B)(4). Update to sections: a2, a3a, a4, b1, b2, b3. Further details of the incident noted the following: when removing the needle after performing the detection during the enmg, only the base of the needle came off, in the movement, puncture of the user at the level of the 4th finger of the left hand. Medical intervention was necessary for the patient's blood draw as part of an aes; for the user, visit to the emergency room and blood test as part of an aes. No additional hospitalization required. No infections, no allergies. Per (B)(4) rev o risk analysis spreadsheet- dantec dcn. Hazard ID 6.8. Cause - cannula & hub assembly separates from outer colour cover. Effect (harm)- users could pierce themselves either before or more seriously after patient use. Worst case - patient to physician blood borne infection (hiv, hep b, hep c etc.) Residual risk - moderate. The hazards identified have been reduced as far as possible, and the residual risk for these hazards is mainly associated with the needle having wrong specification/ manufacturing defect. The device is designed and manufactured in such a way that faulty needle will not reach the customer by ensuring 100% inspection of the needles. The customer is requested to return the affected needles for evaluation.

Event description:
Part 9013s0032 separation of hub from the needle. During an emg, at the time of detection of the needle, mismatch of the needle with its plastic guard, responsible for an aes (aes = accident of exposure to blood, finger prick of the intern who was carrying out the examination).

Manufacturer narrative:
Initial report ref natus complaint# (B)(4). Further investigation to be carried out.

Event description:
Part 9013s0032 separation of hub from the needle. During an emg, at the time of detection of the needle, mismatch of the needle with its plastic guard, responsible for an aes (aes = accident of exposure to blood, finger prick of the intern who was carrying out the examination).